Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 579 mg/dl with symptoms of nausea, vomiting, and confusion. The patient was taken to an emergency room where they were treated with intravenous fluids. The patient had discontinued pump therapy at the time of the call. The reporter stated that there had been multiple occlusion alarms from the pump with multiple different sets of supplies. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump.